Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp unit and observed "battery maintenance" message. The stm determined that this to be a normal message because the iabp was due for preventative maintenance( pm) in november. The stm completed full pm on the iabp unit which included replacement of the safety disk and the battery due to prescribed pm interval. Full calibration, functional testing and all safety checks were passed to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient, the customer observed that the battery of the cs300 intra-aortic balloon pump (iabp) was not charging. No adverse event was reported.